Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) implant surgery. During the procedure, after the pressure regulating balloon (prb) was placed, a small foreign object was observed floating in saline in the filing dish when the fascia was closed. It was added that it was unlikely that a foreign object would enter each component when the saline was injected. It was confirmed by CT scan that the shape of the prb, which was injected with 22 ml of saline during the surgery, was normal after this procedure. There was no patient injury associated with this event.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of foreign material present in device is unable to be confirmed. Although the alleged foreign material was returned to boston scientific along with the device, the testing made to the material identified that it appeared to be consistent with polypropylene, which is not used during the manufacturing process of the device. Based on this observation, investigation is unable to confirm reported event nor a relationship with the identified foreign material and allegations received. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis. The alleged foreign material was returned to boston scientific. A visual examination was performed on the foreign material and it was noticed that the material was an approximately 3mm (length) triangular, clear crystal with large end darkened that was identified with microscopic aid. The material was submitted to fourier transform infrared spectroscopy (ftir) for further analysis and confirmation and appeared to be consistent with polypropylene. Polypropylene is not used during the manufacturing process of the pump component. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams 800 male ous, bsc. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) implant surgery. During the procedure, after the pressure regulating balloon (prb) was placed, a small foreign object was observed floating in saline in the filing dish when the fascia was closed. It was added that it was unlikely that a foreign object would enter each component when the saline was injected. It was confirmed by CT scan that the shape of the prb, which was injected with 22 ml of saline during the surgery, was normal after this procedure. There was no patient injury associated with this event.